Event description:
While assisting doctor with an implant, she was holding a hemostat to control bleeding while doctor was cauterizing the bleed, an arch of energy burned her left thumb then through her body. This was very painful. Employee was taken to ed and admitted for observation.